Event description:
The disposable loading unit was with an auto suture pi 55 stapler during a colon resection procedure. Reportedly, the staples did not form. The surgeon applied suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt 31 submitted to FDA.